Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [(B)(4).pdf].

Event description:
It was reported per received medwatch "a right sided peripherally inserted central catheter (PICC) line was placed in patient. A foreign body appeared on chest x-ray. A few weeks later a foreign body was observed on the chest x-ray in the patient's lower pulmonary filed. The foreign body is most likely a retained fragment of the flexura guide wire (nitinol with straight tip 0.018 in width.) The patient was taken to the cath lab for a 3 hour procedure. The attempted retrieval of the wire fragment was unsuccessful."